Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer's insulin pump alarmed no delivery during normal operation; then changed everything and a while later it alarmed again during basal delivery. Customer's mother stated when her daughter is trying to bolus or getting a basal from the insulin pump, it alarms no delivery. The customer's blood glucose was 586mg/dl. The customer treated with a shot of insulin, 10units. Assisted customer in perform a 5.0u fixed prime. The customer's mother stated the insulin pump did not exit and insulin pump alarmed no delivery. Customer reported insulin exits with manual prime. Advised the insulin pump is working as designed. Advised the alarm was caused by set/reservoir occlusion. Customer stated doing a two unit bolus and did not see any drops. Customer's mother stated she was able to prime tubing a second time and saw drops.